Event description:
It was reported that during a laparoscopic gastric band procedure, after the device was placed and intra-operative leak test was performed, it was discovered that the balloon was ripped. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.